Manufacturer narrative:
It was reported that a spectrum iq pump took longer to infuse than it was supposed to during patient infusion within the pediatrics department. Per the pharmacy, 360ml was the ordered dose in the medication bag hung and programmed to infuse over a certain unspecified time. At the time the infusion stopped, there was still medication in the bag. The medication had infused longer and the device ready 418ml infused "per pump" before being stopped and there was still more medication in the bag/bottle. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow accuracy testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion that also took longer to infuse than expected. It was further clarified that the device was programed to infuse 360ml of an unspecified drug, however 418ml had infused instead. This occurred during infusion within the pediatrics department. There was no patient injury or medical intervention associated with this event. No additional information is available.